Manufacturer narrative:
The zio at device was returned to irhythm, and the clinical data was downloaded. A review of the clinical data found that the patient wore the zio at device for the 7-day prescribed wear period. Irhythm became aware of the misclassified arrhythmia while preparing the final report and notified the hcp on day 14. The investigation revealed that the algorithm misclassified the arrhythmia and the certified cardiographic technician (cct) subsequently agreed with the algorithm interpretation. The zio at clinical reference manual states in the ¿indications for use¿ section that ¿the reports are provided for review by the intended user to render a diagnosis based on clinical judgment and experience.¿ this event is being reported per 21cfr 803 as a product problem /malfunction. This report does not constitute an admission by irhythm that the product described in this report has any defects or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.

Event description:
The patient experienced an arrhythmia that met medical doctor notification (mdn) requirements that was not communicated during the wear period. The investigation revealed that a preliminary ECG interpretation provided to the physician was misclassified. Following the wear period and while compiling the final report, the interpretation was amended. The hcp was notified immediately, and irhythm learned that the hcp was already aware of the patient's arrhythmia. No adverse events, such as death or serious injury, are known to have occurred.

Manufacturer narrative:
This supplemental report is being submitted in response to the FDA notification received on september 26, 2024, concerning missing UDI numbers in MDR submissions from october 2023 through december 2024. In response to this issue, irhythm conducted an investigation and identified a system processing error, which has now been resolved. Please see the update in section d4.